Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. Device passed the delivery accuracy test. No low reservoir anomaly alarm during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 548 mg/dl. Customer stated they had low reservoir. Customer was able to clear the alarm. Customer performed displacement test and was failed. Customer stated they were not able to get insulin. The customer was advised that the insulin pump needed to be replaced and was advised to revert to the backup plan. The device will be returned for analysis.